Event description:
It was reported that a patient underwent a midline laparotomy on (B)(6) 2011 and suture was used on fascia tissue. The patient developed a wound infection at each end of the wound size 6 cm and 4 cm. On (B)(6) 2011, the patient was treated with alginate and antibiotics. On (B)(6) 2011 the patient underwent reoperation. The patient was discharged on (B)(6) 2011 and is now attending a cure treatment, the skin wound is not completely closed. The physician opined that the medical condition of the patient contributed to the infection.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. This is one of two medwatches being submitted as two devices were involved in this event. See also medwatch 2210968-2011-01493. The same patient is represented in each medwatch.